Event description:
It was reported that a patient's generator settings were found programmed to 0ma output current during an office visit. The physician was able to change the patient back to intended settings, but at the next office visit, the settings were again found "off" (0ma). No additional relevant information has been received to date.